Manufacturer narrative:
One purple needle tip was returned in a sterilization pouch. The original packaging was not returned. The part number and lot number cannot be verified or determined. The particle was not returned. Microscopic examination of the needle tip found marring, scratching, scuffs and gouges with material missing. The review of the complaint database did not find any other complaint for lot #v9429. Due to the visible needle damage and no particle sample to evaluate, we are unable to determine the source of the reported particle. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
One purple needle tip was returned in an unknown sterilization pouch. The original packaging and other components of the pack, were not returned. The part number and lot number cannot be verified. Microscopic examination found that the needle has been damaged. Extensive marring, scratching, scuffs and gouged with material missing are visible on the needle tip. No particles were detected. The lot/device manufacturing records were reviewed and found to be acceptable. The source of the reported particulate could not be confirmed. The review of our complaint database did not find any other similar complaint for the reported lot.

Event description:
A report received from a user facility in (B)(6) stated that a doctor reported noticing a particle in the patient's eye one week after the procedure. The doctor could not remove the particle. The patient is scheduled for an additional follow-up visit. The details of the visit were requested however at this time they are still pending.